Event description:
It was reported that a continu-flo solution set had air in its tubing. The reporter stated that the device was primed and connected to a new IV bag (baxter product) and a pump (baxter product) for a patient infusion. However, after approximately one hour, the pump alarmed for air in the tubing and "there was air from the pump to the bottom of the IV bag". The set was then removed and reprimed. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.